Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing separates from the inserter. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 383516, batch no.: 8214832. It was reported that the tubing separates from the inserter causing bleeding and another IV to be inserted. Pr 2 of 2: this pr is for events on "about a month and a half ago" and "last week". (Unknown dates). Per phone call: initial reporter informed that the issue occurred once about a month and a half ago then again "last week" to a different nurse where there was persistent leaking from the tubing connection due to a loose connection. It happened with her on saturday ((B)(6) 2019) twice where the tubing was so loose it fell off. Per email: we purchased 6 boxes of nexiva 20g (pink) IV catheters from our distributer on 10/3/19. The issue that we are having is with the pigtail tubing portion of the catheter setup. It is separating from the needle apparatus on some of the catheters. This is happening upon initiating the IV fluids; it seems the pigtail is connected so loosely that the pressure from the fluids is separating it completely from the hub, causing the fluids to spray all over and the patient to bleed freely from the site where the pigtail should have been attached. This has caused much embarrassment and we have had to comp these patients on their (B)(6) services because of the issue and the need for an unnecessary 2nd IV insertion.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected photographs provided. Bd received two photographs one which displayed an opened dispenser box with the labeling information and the second photograph displayed a used 20ga nexiva single port unit which consisted of the catheter/adapter and extension line assemblies. The extension line was separated from the catheter adapter. The pinch clamp was fully engaged on the extension tubing and there were traces of thick dried media at the catheter tubing and adapter. Through the visual microscopic evaluation, the photographs revealed the unit had separation of the extension tubing from within the clear port of the catheter/adapter (stabilization platform). This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Corrective actions, CAPA#684099, have been initiated to monitor the reported issue. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing separates from the inserter. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 383516, batch no.: 8214832. It was reported that the tubing separates from the inserter causing bleeding and another IV to be inserted. Pr 2 of 2: this pr is for events on "about a month and a half ago" and "last week". (Unknown dates) per phone call: initial reporter informed that the issue occurred once about a month and a half ago then again "last week" to a different nurse where there was persistent leaking from the tubing connection due to a loose connection. It happened with her on saturday ((B)(6)2019) twice where the tubing was so loose it fell off. Per email: we purchased 6 boxes of nexiva 20g (pink) IV catheters from our distributer on 10/3/19. The issue that we are having is with the pigtail tubing portion of the catheter setup. It is separating from the needle apparatus on some of the catheters. This is happening upon initiating the IV fluids; it seems the pigtail is connected so loosely that the pressure from the fluids is separating it completely from the hub, causing the fluids to spray all over and the patient to bleed freely from the site where the pigtail should have been attached. This has caused much embarrassment and we have had to comp these patients on their $200 services because of the issue and the need for an unnecessary 2nd IV insertion.